Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height: 163 centimeters. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the transforaminal posterior atraumatic lumbar (t-pal) inserter was connected to the cage and the cage was inserted in a locked position. It was then unlocked and rotated but was sitting too lateral in the disc space. The surgeon tried to back slap the cage back into position but it fell off the inserter. This happened with the green line still showing and with normal force. They then reconnected a second inserter and tried to reposition the cage. The surgery was prolonged about one hour. Patient outcome is unknown. This report is for a t-pal spacer applicator handle. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Concomitant devices added date returned to manufacturer DHR review was completed part: 03.812.001 lot: 8090334 manufacturing site: haegendorf release to warehouse date: (B)(6) 2012 no ncr 3169940 was generated during production. This was for an incorrect alignment of the components after welding. Therefore the components were separated, correctly aligned and welded again. After this rework the devices did pass the required torque test and the function was fulfilled. Based on that a influence on the complaint condition can be excluded. Finally the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation site: sustaining engineering spine oberdorf selected flow: 2. Device interaction/functional visual inspection: customer returned 6 parts in total. All returned parts are in a sound condition und show normal signs of use. Function test: after the visual inspection a functional test was done with a t-pal small cage (art. No. 08.812.017s / lot. No. 3765095). By following all steps according to the surgical technique guide a secure and firm connection to the applicator instrument could be achieved. By turning the applicator knob counterclockwise until it stopped, the implant became loose and could be pivoted. Still a secure connection to the applicator instrument was assured and it was not possible to detach the implant from the applicator instrument by hand. Therefore it can be confirmed that a functional problem of the instrument can be excluded. Summary: this complaint is unconfirmed as the complained malfunction could not be replicated during the investigation, no functional issue could be detected at the devices. Without the involved implant no root cause can be defined with the received instruments as they are functional as required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: t-pal spacer applicator handle (03.812.001, lot 8159300, quantity 1), t-pal spacer applicator inner shaft (03.812.003, lot 7915848, quantity 1), t-pal spacer applicator knob (03.812.004, lot 3813002, quantity 1)